Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator - (B)(6) 2008: 507652 implantable pacing lead - (B)(6) 2008; 693265 implantable tachy lead - (B)(6) 1997. (B)(4).

Event description:
It was reported that during the procedure the placement of the left ventricular (lv) lead had poor capture and some diaphragmatic stimulation. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.